Manufacturer narrative:
The patient stated that the pump had intentional water contact. The pump is not waterproof for swimming or other contacts with water. Therefore, moisture entered the insulin pump and caused damages to the pump buttons and electronics. The buttons and the pump electronic are corroded due to liquid has entered into the pump. The problem is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that a week ago the patient's infusion device fell into the water. That evening the patient noticed water under the device's display. The following day the patient's blood glucose level was elevated to 500 mg/dl and he found that the buttons on the device would no longer function. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.